Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, the patient had a ventricular fibrillation episode that was terminated by high voltage therapy after over current was detected which indicates possible lead damage. However, diagnostic imaging was performed and revealed no anomalies. The physician elected to take no further action and to monitor the patient. The patient experienced no adverse health consequences.

Event description:
Additional information received indicated low high voltage lead impedance on the right ventricular (rv) lead.